Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during the coronary diagnosis procedure. The procedure was completed with delay. The philips remote service engineer (rse) checked the device remotely and confirmed that the wired footswitch was unable to trigger x-rays. Upon troubleshooting the rse determined that the footswitch's cable connector was poorly connected to the table, which led to the x-ray activation issue. To resolve the reported issue, the rse suggested the customer to check the cleaning of the pedal and the connection. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system¿s wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.